Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 432 mg/dl. The customer reported insulin flow blocked alarm and frozen display. The customer had no symptoms. The customer did treat the high blood glucose level with a manual injection, 8.0 units of insulin. The customer's current blood glucose level was 210 mg/dl. The customer did troubleshoot for the insulin flow blocked alarm but declined troubleshooting for the frozen display. The insulin pump will not be returned for analysis.